Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown. Patient was having surgery for battery replacement and possible lead revision. The issue was not resolved. Patient's weight was unknown. No further complications were re ported/anticipated.

Manufacturer narrative:
Serial # (B)(4) found that the implantable neurostimulator (ins) was functioning within specifications but had reduced capacity due to an overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the patient fell out of the tub and the stimulation/therapy stopped. The rep said they patient also recharging issues since then. The rep stated that they thought the ins may be flipped and an x-ray was performed. The rep said they were meeting with the patient to assess on the day of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the surgery was performed on 7/19. When leads were initially plugged into battery all contacts were red, >40,000. When plugged into a wireless external neurostimulator (wens), all contacts were within normal limits and green. Leads plugged back into battery and impedances were initially high but have since resolved. Contact 7 and 15 > 40,000 but the rest of the contacts within normal limits. Battery will be returned by colleague that covered case. No further complications were reported/anticipated.